Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that coude intermittent catheter had a 90-degree angle at the tip.

Manufacturer narrative:
The reported event was confirmed manufacturing related. 5 samples were confirmed to exhibit the reported failure. As the reported event was found to be manufacturing related, it is deemed to fail to meet specifications. As the products were returned unopened they were not used for diagnostic or treatment purposes. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required as the reported event is confirmed manufacturing related. The actual/suspected device was evaluated

Event description:
It was reported that coude intermittent catheter had a 90-degree angle at the tip. Also customer stated that the coude indicator and coude tip was misaligned.